Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a and b5. Patient: 6'0" tall.

Event description:
Additional information was received on 08jul2021. A 6fr sheath was used. A pre-deployment angiogram was performed. They used and amplatz super stiff 180cm for sheath exchange to angio-seal. The patient's condition was stable. Hemostasis was achieved by the second device. There was no blood loss more than 250cc during the first angio-seal deployment attempts. They removed the brite tip sheath, tried the first angio-seal, it would not go into the vessel for the blood back. They put in a new different brand 6fr sheath (pinnacle) that went just fine. They tried the first angio-seal again and it did not work. They then tried another different brand sheath (ultimum) that also went in just fine. They tried the first angio-seal for a third time, and it did not go in all the way for deployment. They then opened a brand-new second angio-seal and that slid in just fine.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - rcis lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00409.

Event description:
The user facility reported that the doctor tried two angio-seal devices prior to getting the third one to work on the patient. He said he was having issues when inserting the device down into the vessel and he could not get the sheath - arteriotomy locator into the vessel. This was the patient's first left heart catheterization (lhc); so, no previous procedures. Products used were unknown. There was no calcium noted at puncture site groin access, vessel size unknown. They tried two devices from same unit/lot# prior and had the same issue then finally the third time they were able to obtain closure. The patient's condition was stable, no additional intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 2. This reported event has been deemed not reportable based off the additional information received and submitted on follow up no. 1. It has been confirmed that the user facility used one angio-seal device; therefore, this report is deemed not reportable. Please see MDR 3013394970-2021-00409 for the one device used and reported.